Manufacturer narrative:
(B)(4): final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
The battery was depleted and was replaced. The physician felt there was a potential failure and returned the device to the manufacturer for analysis. The patient was doing well post-replacement. The program settings were as follows: program 1: lower limit 2.0v; upper limit 5.6v; pulse width: 270mcs; 130hz; electrode 0+, electrode 2-. Program 2: lower limit 2.0v; upper limit 5.7v; pulse width: 300mcs; 130hz; electrode 1-, electrode 3+.